Manufacturer narrative:
(B)(4).

Event description:
It was reported that "when the user attempted to fire the first staple, it jammed and didn't come out from the stapler during use. Therefore, the user replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported."

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The bottom component was observed to be improperly welded at the back of the cover block, allowing the staples to become misaligned and out of position at the front of the cover block. The pusher was also observed to be tilted downwards, contributing to the misaligned staples. Functional testing could not be performed due to the misaligned staples. The device was disassembled and die casting anomalies on the forming tool were also discovered. A DHR was unable to be completed, due to no lot number being provided. A CAPA was opened by the manufacturing site to further investigate this issue. The CAPA identified the probable root cause of the incorrectly positioned bottom as inadequate manufacturing controls surrounding the ultrasonic welding process of the bottom component to the cover block component. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "when the user attempted to fire the first staple, it jammed and didn't come out from the stapler during use. Therefore, the user replaced the stapler with a new one to complete the procedure. No staple fell/remained in the patient and no injury to the patient was reported."